Event description:
The lay reporter contacted lfs in 2009 alleging inaccurate high readings on the pt's one touch ultra meter. A medical surveillance specialist (mss) was unsuccessful in getting a hold of the pt; however, the reporter got on the phone and requested mss not to call the pt anymore and refused to answer any clinical info for mss. Mss sent a letter to the pt to contact mss, so that mss can obtain further clinical info. The reporter mentioned that on an unspecified date and time, the pt obtained a 501 mg/dl and a 503 mg/dl. At an unspecified time later, the pt felt dizzy, nausea, and had a headache. The pt did not seek any medical attention or contact her physician for assistance. A quality control test was not done since the pt did not have any control solution. The products were replaced. No further clinical info was provided. It would have been helpful to know the pt's diabetes regimen, how soon after the pt exhibited symptoms, whether the pt had taken any medication after obtaining the elevated readings, how soon after testing she exhibited symptoms and how long symptoms lasted. The complaint is being reported since the pt alleged that due to the elevated readings at an unspecified time later, she exhibited symptoms suggestive of hypoglycemia.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform the FDA of product(s) that do not pass inspection in a supplemental report.